Event description:
It was reported that contamination occurred. A .038 accustick ii was selected for use. Prior to opening the device packaging, a hair was found in the sterile pouch. There were no patient complications as a result of this event.